Manufacturer narrative:
Clarification to b3: partial date of dec/2024 provided. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii; rupture.

Event description:
Healthcare professional reported "rupture". Healthcare professional later reported "capsular contracture baker grade iii". This record is for the left side. Device was explanted and replace with non-abbvie devices. Device will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade iii. The device has been explanted and replace with non-abbvie devices. It has been determined that the device associated with this complaint is non-abbvie. This record is no longer reportable to FDA and will be un-reported.